Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. On (B)(6) 2015, the patient's blood glucose result was 209 mg/dl at 7:30 pm. At 9:30 pm, the patient's blood glucose result was 586 mg/dl. The patient made a correction, but the blood glucose remained elevated. The patient tested his blood glucose every hour, but the blood glucose value was still over 500 mg/dl. On (B)(6) 2015, the patient was hospitalized for hyperglycemia. The patient was treated with insulin via infusion and syringe. The patient was hospitalized from (B)(6) 2015. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.